Manufacturer narrative:
A ge service representative performed an on site investigation. The ffb board and the software upgrade were installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the collimator on the 9800 system closed down during a case. The 9800 system had to be removed and the procedure was completed with another system. No patient injury was reported.